Event description:
It was reported that during surgery, the catheter would not thread through the tuohy needle. The catheter tip sheered off when both units were withdrawn from the patient. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided.